Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused dextrose 5% and normal saline (d5 and ns) during patient therapy in the emergency department-pediatric. The pump infused approximately 450ml over 45 minutes. The pump was set to infuse 430ml at 100ml/hr. It was indicated that there was mild/temporary harm, but no specific details were provided. No further information is available.